Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during proximal pancreaticoduodenectomy, the tissue was clamped to activate, and even when end tone was heard oozing bleeding occurred but no blood transfusion was necessary. A new device was used to complete the case. No patient harm.